Manufacturer narrative:
The reported incident that screwdriver blade, cannulated was alleged of issue breakage during surgery could be confirmed. The visual inspection shows that the tip of the screwdriver is broken due to a torsional overload. The instrument also shows signs of discoloration and corrosion which are likely involved with the breakage. Based on the investigation result the root cause would likely be related with a user related issue. The instruction for use (90-01929 rev c 01-2014 twin fix instruments IFU) was reviewed: ''the product must be implanted in the correct anatomical position consistent with accepted standards for internal fixation. Care must be taken to ensure that the screwdriver and screw implant are always in axial alignment with each other in order to avoid any mechanical damage. This axial alignment can be achieved using the target device 07-40210 or the drill and screw guide 70-40250. It is equally important to ensure the correct connection between implant and instrument by exerting sufficient axial pressure on the screwdriver blade so as to prevent potential mechanical damage to the implant or screwdriver blade. The user must be familiar with the instruments prior to use and should have checked to ensure that both the implant and instruments used are intact. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the surgeon, the tip of the screwdriver broke during surgery. Procedure was interrupted. Replacement was ordered via express so that the surgery could be continued and successfully completed on the same day.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device not returned.

Event description:
It is reported by the surgeon, the the tip of the screwdriver broke during surgery. Procedure was interrupted. Replacement was ordered via express so that the surgery could be continued and successfully completed on the same day.